Event description:
As reported: "t2scn was inserted for a supracondylar fracture after tka. The surgeon heard a strange noise when drilling the second hole, but pushed the drill straight in and the tip broke off. The broken tip was left in the bone."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of extensive usage evident by the damaged cutting edge. The drill is broken around the flute tip. The breakage surface is smooth suggestive of brittle fracture caused due to excessive torsional loading. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The nature of breakage indicates towards a sudden breakage most likely due to application of high bending and torsional load. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "t2scn was inserted for a supracondylar fracture after tka. The surgeon heard a strange noise when drilling the second hole, but pushed the drill straight in and the tip broke off. The broken tip was left in the bone."